Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve palsy was confirmed while ablating the right superior pulmonary vein (rspv). Compound muscle activation potential (cmap) amplitude was confirmed to have been lost and the right side of the diaphragm was elevated. After the procedure was completed, there was still loss of diaphragmatic capture. No additional information was received about this event, so it is unknown if the diaphragmatic function recovered prior to patient discharge.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve palsy was confirmed while ablating the right superior pulmonary vein (rspv). Compound muscle activation potential (cmap) amplitude was confirmed to have been lost and the right side of the diaphragm was elevated. After the procedure was completed, there was still loss of diaphragmatic capture. No additional information was received about this event, so it is unknown if the diaphragmatic function recovered prior to patient discharge.